Event description:
The manufacturer received information alleging a CPAP device was having a power issue, and visible rust was inside the port of the device where the power cord plugs in. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device had been shipped to a third party service center.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device having a power issue, and visible rust was inside the port of the device where the power cord plugs in. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found that it doesn't come with filter. There was no error code found. The third-party service center concludes that the customer complaint was not reproduced, and unit got scrapped. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report. Remedial action init and recall (z) number has been updated in this report.